Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2013. This device has not been explanted but is scheduled for a left knee revision on (B)(6) 2023. The patient has suffered and continues to suffer including but not limited to significant pain and discomfort, persistent effusions, gait impairment, early polyethylene wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitants: (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 203-90-21 - (11-2716) 90x13/21x1.19mm.

Event description:
It was reported that approximately 123 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, swelling, and gait impairment. No operative notes were provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.